Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The arm was installed and configured on an in house system and it failed the slow sweep test. The axis 2 brake was replaced as a fix. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the slow sweep test during failure analysis investigation.

Event description:
It was reported during a da vinci surgical procedure to have the arm on the da vinci system checked by a field service engineer (fse). A review of the system logs found instrument engagement issues on the arm. The fse arrived on site and replaced the patient side manipulator (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.